Event description:
Healthcare professional reported "no rupture found" upon explant.

Event description:
Physician reported "patient fears [they have] rupture and may have implant exchanged." Record is for left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.